Event description:
Customer reports that when he received the vial of strips, the cap was not tightly closed out of box. He reports that he obtained results of 142mg/dl, 343mg/dl, and 132mg/dl within 4 minutes on the same device. Customer reports that all 3 tests were performed on 3 separate vials of strips. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.